Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing lot number and UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that there was a connection failure to the navlock due to the straight probe being deformed. There was no patient present when this issue was identified.

Manufacturer narrative:
Device evaluation: the thoracic probe was returned to the manufacturer for analysis. Through visual/physical examination and functional testing, the reported issue was able to be duplicated. The returned probe has an impact mark at the back end causing fit issues with the mating tracker. It was determined that there was a physical damage failure with the returned probe. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device lot number and UDI number updated to proper values. Device manufacture date updated to proper value. If information is provided in the future, a supplemental report will be issued.